Manufacturer narrative:
(B)(4).

Event description:
It was reported that hex tool driver fractured. Tooth location #28.

Manufacturer narrative:
After additional information, pce completed, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury, that this event no longer met the requirements for reporting. As a result, the prior submissions for MFR- 0001038806-2017-00776 submitted on nov 8, 2017, is no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event. The following sections have been updated: date of this report, date received by manufacturer, added follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿.